Event description:
Additional information was received that pacing impedance measurements continued to measure greater than 2,000 ohms. A data disk was sent in for analysis. Engineering analysis confirmed that all values were reported as saturated, which could indicate a possible lead fracture or spring leaf disconnect. The patient was to be scheduled for an in clinic visit to evaluate lead integrity.

Event description:
Additional information was received that engineering analysis could not view actual impedance measurements greater than 2,000 ohms. The physician elected to continue to monitor the system, as good sensing and threshold measurements were detected. No further information was available.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed within acceptable pacing impedance measurements. A routine device change out procedure was performed, and when connected to the pacing system analyzer (psa) pacing impedance measurements were greater than 2,000 ohms. It was documented that the helix may not have been extended during the procedure. All other lead measurements were within acceptable limits. The physician elected to close the device pocket and monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.